Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per medwatch number mw5163775: describe event or problem: patient delivered by primary c/s this am for arrest of descent. Epidural ineffective. Attempted spinal anesthesia placement by crna using pencan spinal needle tray ref (B)(4), product code p25bk, the spinal needle broke off inside of the patient. It was a 25ga x 3.5" (8.9cm) needle with 1.5" of needle left in patient. Neurosurgeon called in to remove needle.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used partial, broken pencan needle and one 1-1/2" needle with a steel hub were provided for investigation. Upon evaluation of the needle, the steel hub needle was intact, and the needle was observed to be broken approximately 1-1/2" - 2" inches from the hub with the broken piece not returned. The reported concern was unable to be confirmed to be related to any manufacturing process since the needle was not defective or damaged upon opening of the kit. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue was likely to have happened during application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.